Event description:
It was reported that a cartridge alarm 0 occurred. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was over 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.